Manufacturer narrative:
Additional information: a1, b5 and h6 ( patient code).

Event description:
It was reported that the there was no patient involvement when the malfunction occurred.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was not confirmed. No-fault found the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received indicating that a smiths medical cadd solis vip pump alarmed cassette not attached properly alarm. It was also stated that the pump had faulty downstream occlusion sensor. No adverse effects reported.